Event description:
On (B) (6) 2009 the pt reported that she changed her insulin cartridge and performed 3 prime cycles and she is unable to remove an air bubble from her insulin cartridge. She was assisted with properly adjusting the piston rod of the infusion device and priming. She received an e2 (depleted battery) error and she changed the battery and completed the prime. She stated she needed to get some "sugar" and stated that she would call back for further assistance. Upon follow up on (B) (6) 2009 the pt stated that the stress from not being able to remove the air bubble caused her blood glucose to lower to 2.2 mmol/l (40 mg/dl). She ate a candy bar to elevate her readings. She stated that she scheduled additional training for (B) (6) 2009 due to ongoing issues with air bubbles. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.